Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery is depleting faster than anticipated. The device remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery is depleting faster than anticipated. The device remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.